Event description:
Customer states, "her husband is having difficulties moving the chair around due to the casters." Customer states no injuries and/or damages have occurred.

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model trsx50fb, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1110550 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the trsx50fb manual wheelchair is difficult to move around. The chair was taken to the dealer and it was determined that the bearings in the casters are shot. The consumer is an active user and is dependent on his wheelchair. No injury alleged.